Manufacturer narrative:
Visual analysis of the returned device identified fold creases, green mold like appearance, yellow particles on outer surface, delamination of plug strap, and a linear opening. Leak test and microscopic analysis were performed and identified delamination of plug strap and a sharp linear opening in the same location as the crease on the posterior side. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a sharp crease opening assessed as fold flaw opening, and delamination of plug strap disk shell assessed as adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a left side "rupture" of a saline device and "from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.